Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy rash due to an allergic reaction to another medication. The rash was made worse by wearing the lifevest. The patient removed the device and was prescribed two medications by his physician. Follow-up indicated that the rash had healed.